Event description:
The patient reported a change in therapy, noting overstimulation. The patient had never used stimulation until recently, (B)(6) 2016 due to being a pilot when it was first implanted in 2007. The patient was in excruciating pain and was seeking to have stimulation adjusted. Stimulation wasn't helping, and was making the pain worse; stimulation was turned off. The patient noted that the implantable neurostimulator (ins) works fantastic when it was working. The patient did not have a managing physician due to having moved, and was going to go to the emergency room (ER) to seek adjustments to the ins, due to being unable to walk. This was a pre-existing condition, and the reason the patient got the ins. Indication for use included chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.